Manufacturer narrative:
The intercare brush head is an accessory to the flexcare platinum power toothbrush.

Event description:
Consumer complained about bristles falling out. No injury reported. No medical attention sought.